Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that male luer tip on the distal end of a clearlink system solution set broke into the non-baxter clave. This issue occurred while attempting to disconnect the set from the intravenous line during therapy with an anti-fungal on chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.